Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the purge leak was unable to be determined as the pump was not returned for investigation. D6a, d6b.

Event description:
The user facility reported a 62-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump had a fluid leak from the purge sidearm during patient support. A purge bypass was initially completed to resolve the leak; however, due to the patient's critical status, the decision was made to replace the pump. There was no patient harm as a result of the purge leak.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.